Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. No pt injury was reported.

Event description:
The customer reports the system does not display any images and the monitors' screens are black. No pt injury was reported.